Event description:
It was reported that a patient received a c5-c7 bi-level anterior cervical discectomy and fusion (acdf) with cortical ring allografts and a cervical plate system with a 37.5mm anterior cervical plate. Approximately 3 months postoperatively, the patient complained of interscapular spasm and right paracervical spasm. Treatment included nsaid, muscle relaxant (flexeril), and lortab and physical therapy for neck strengthening. At the 6 month post-op evaluation, the patient reported posterior neck pain and muscle spasms. The patient was prescribed flexeril, skelaxin, lidoderm patch samples and advil. It was noted that the patient was involved in a motor vehicle accident sometime between the 8 month and 10 month follow-up period. It was also noted that the patient's job was possibly contributing to some of the neck discomfort. Additional required treatment included a referral to a pain management physician, physical therapy, and massage therapy. Approximately 13 months postoperatively, it was reported that a new cervical spine CT scan showed adequate fusion of c5-c7 and there was a late subacute chronic fracture of the base of the right pedicle of c7 which was not apparent on previous films. At the 24 month postoperative evaluation, the patient had persistent neck pain and spasms with symptoms only slightly improved compared to pre-operative period. Treatment includes lortab for pain and flexeril for spasms. No other patient complications were reported.

Manufacturer narrative:
Date of event is unknown. (B)(4). Medical judgment: "as of 13 month CT scan, fusion of c5-c6-c7 was solid and devices met their intended function. No malfunction noted. Reported continued pain is multifactorial aggravated by mva and work conditions, potentially a wrong initial diagnosis as pain is reported unchanged by successful fusion."